Event description:
It was reported that multiple new pumps were discovered by the field service representative to have the incorrect version of the software required. The issue was discovered out of the box, during bench testing. The pumps had the correct software version installed by the company representative and the issue was resolved in the field. No patient injury was reported.

Manufacturer narrative:
No devices were received for evaluation. The device history record review confirmed the reported problem and identified the initial cause of the reported problem. The initial cause of this issue involves manufacturing's downgrading of the application software from 1.7.0 to 1.6.x on newly assembled pumps pump's without also downgrading the bootstrap version from v1.2 to v1.1. Additional investigation activities are being conducted to determine root cause of the issue (reference (B)(4)). All of the pumps were repaired (correct software version installed) by the company representative while at the site.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Mfn# is no longer considered reportable, please disregard any MDR reports associated with it.

Event description:
It was reported that multiple new pumps were discovered by the field service representative to have the incorrect version of the software required. The issue was discovered out of the box, during bench testing. The pumps had the correct software version installed by the company representative and the issue was resolved in the field. No patient injury was reported.